Manufacturer narrative:
On 5/7/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/09/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. Black material was observed on the shell surface. During visual examination of the device, product evaluation team observed three rents on the posterior view measuring 7.5, 0.8 and 0.6 cm. A fourth rent was discovered on the anterior view measuring 1.3 cm. Microscopic examination of the edges of the rents c and d revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since four rents were found on the device. Microscopic examination revealed parallel striations on the edges of the rents c and d. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. At this point is it not possible to determine the origin of the white and black material observed. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: right mentor smooth round moderate profile, 300cc, saline breast implants, lot number 7372915. Manufacturer¿s reference number: (B)(4). Initial reporter's phone number: (B)(6).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor smooth round moderate profile, 300cc, saline breast implants which bilaterally deflated after implantation the issue diagnosed by ultrasonography. As a result, patient underwent removal and replacement with catalog number 3501635, lot number 7438363 , and lot number 7372915 on (B)(6) 2018. This report is for the left implant.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information which is a correction to the initial report in this report indicates that the right device catalog number is 3501645, lot number 7430186, serial number (B)(4). Concomitant product: left-catalog number 3501645, lot number 7372915, serial number (B)(4). Replacement devices as follow: left replaced with 3501635, lot number 7438363, serial number (B)(4), and right replaced with catalog number 3501640, lot number 7522937, serial number (B)(4). Manufacturer¿s reference number: (B)(4).